Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing left bundle branch block (lbbb). The final implant depth was 2mm from the non-coronary cusp (ncc) (shallower than the recommended 3mm) and 5mm from the left coronary cusp (lcc). Later on, the patient went into complete heart block. The physician stated that the valve's self-expanding feature in combination with the patient anatomy may have triggered the complete heart block. The patient status was stable. Based on the available information, the cause of the reported event appears to be related a combination of procedural conditions and patient's condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb). The patient's aortic annulus was measured with the perimeter was 75.4mm and the area as 435mm^2. The device was implanted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The rbbb persisted. On (B)(6) 2024 the patient went into complete heart block. A permanent pacemaker was implanted on the same day. The physician stated that the valve's self-expanding feature in combination with the patient anatomy may have triggered the complete heart block. The patient status was stable.